Event description:
Initial hcg result 13.25 miu/ml. Same sample repeated twice gave results of 1106 and 1118 miu/ml. The initial result was reported; patient not adversely affected. The field service representative was unable to determine a cause for the discrepancy.